Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 1 p.m. The patient claimed that she obtained a blood glucose result of '512 and 509 mg/dl' with the subject meter and within 30 minutes obtained a blood glucose result of '509 mg/dl' with another onetouch ultramini meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing her diabetes with insulin (no adjustments) and denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that an hour and half after the alleged issue began her 'blood sugar went down' and that she was being treated with a glucagon injection by an emergency room (ER) doctor at 3 p.m. On the day of the alleged issue. The patient's blood glucose was reportedly tested on an ER meter (unspecified type) and a blood glucose result of '65 mg/dl' was obtained. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported that she experienced a 'blood sugar drop' and needed to be treated in the ER by a doctor with a glucagon injection as a result of the alleged issue.

Manufacturer narrative:
(B)(4). The classification of this complaint is remaining as an adverse event. However, the medical surveillance specialist (mss) obtained additional information from the patient on (B)(4) 2012. The patient informed the mss that the subject meter was prompting results of "hi" on the day of the alleged issue in addition to the results initially reported (509 and 512 mg/dl). The patient stated that she increased her insulin to the maximum dose of 250 units each time she tested on the day of the alleged issue (patient thinks it was 2-3 times doses). The patient stated that she laid down for a nap due to "not feeling well" around 3 p.m. And woke up a couple of hours later feeling "shaky and out of sorts," which she associate with low blood glucose. The patient told the mss that she instructed her daughter to take her to the emergency room (ER) when she woke up and was experiencing the reported symptoms. The patient claimed that she was treated with IV glucose (unknown amount), orange juice and graham crackers while in the ER and stated that she was discharged 2-3 hours after being admitted (approximately 9:30 p.m.).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.